Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended to the hospital because the wound over the implant started to open and the implant housing was visible. Medical team reported that the implant is functioning, however, it seems to be dislocated from its original placement. Realization of a retention skin flap to avoid a repetition of the same issue is scheduled for(B)(6) 2023 .

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report the device was explanted after the electrode was accidentally pulled out during a device repositioning surgery. Reportedly the user had been hospitalized following an extrusion of the device through the skin. Further it was noticed that the housing of the implant had post-operatively migrated from its position, which might have contributed to the observed symptoms. A review of the device device_s sterilization records shows that the device has been subjected to a valid sterilization process. This is a final report.

Event description:
The user attended to the hospital because the wound over the implant started to open, the implant housing was visible and extruded through the skin. Medical team reported that the implant was functioning, however, it seemed to be dislocated from its original placement. The user has been re-implanted.